Manufacturer narrative:
After review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) states: the lvad system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage heart failure. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks and adverse events including death. As stated in IFU, that right heart failure is common in patients receiving lvads. Also that the etiology of late right heart failure may be a progression of chronic heart disease. Also stated in IFU are major adverse events associated with the surgery including hemorrhage. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Device is not available.

Event description:
It was reported from (B)(6) from a study on a retrospective review of results regarding long term support in pediatric patients between jan 2008 and april 2014. It was stated from the literature review that "one patient had an intracerebral bleeding after 80 days of mechanical circulatory support with left hemiparesis, left facial paresis, apraxia, and hypoglossal nerve paresis." "Seventeen days after this event, the patient experienced an embolism in the left middle cerebral artery." "The patient also had many episodes of epistaxis and gastro-intestinal bleeding." "The reason for the bleedings was an acquired deficit of von willebrand factor that appeared after lvad implantation." "This patient died while on mechanical circulatory support." No additional information provided. Investigation is ongoing.